Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was delivering excessive insulin. It was stated that the device supposedly has to deliver 5.9 units, but it does deliver 7.9 units. The blood glucose reading was 45mg/dl, and the customer treated with juice. It was stated that the customer was running high back then, and the device was not giving the appropriate amount of insulin. It was mentioned that the customer had fibromyalgia and sometimes she lost her concentration and needed to be more careful. Advised to disconnect from the insulin pump, but the customer insisted to stay connected because she can not be without her insulin as she is pregnant. No further information was provided.